Event description:
Infection, abscess. Info was rec'd in 2001 which indicated that a pt developed infection after an ileo anal pull through procedure for crohn's disease in which seprafilm was placed. The seprafilm sheets used were from the seprafilm procedure pack, lot number not specified. Re-operation was required in which no bowel perforation was noted. The reporter stated there was no pathological explanation for this infection. The surgeon indentified seprafilm as a possible cause. Add'l info rec'd in 10/2001 from the reporter indicated that a more likely reason for the infection was non-compliance with bowel prep by the pt. Add'l info rec'd 8 days later from the reporter provided: the patient underwent surgery in 2001. It was noted that the pt's bowel prep was changed (nos). A re-operation was performed 8 days later for drainage of an abscess. The lot number was not provided.